Event description:
It was reported that during a water vapor therapy procedure for benign prostatic hyperplasia, there was no steam noted during the steam test following priming. The problem persisted despite attempts of reconnection and device restart. There were no patient complications, however, the procedure was discontinued as no replacement was available, and the patient was under general anesthesia. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
Upon receipt of the generator at our quality assurance laboratory, this device was thoroughly analyzed. The device passed visual inspection and there no damaged found. The mechanical and functional testing were performed and the generator worked as expected, without errors, therefore, the reported event was not confirmed. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. The instructions for use (IFU) were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions. Based on analysis and the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that during a water vapor therapy procedure for benign prostatic hyperplasia, there was no steam noted during the steam test following priming. The problem persisted despite attempts of reconnection and device restart. There were no patient complications, however, the procedure was discontinued as no replacement was available, and the patient was under general anesthesia. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia.